Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2017 with the following findings: testing was unable to duplicate the intermittent button response complaint. The keypad cover was undamaged, and all buttons were found to be responsive. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened and no intermittent conditions were found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump would return to the main menu screen at random when buttons were pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.